Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using a bd vacutainer® eclipse¿ blood collection needle, three patients were left with a deep laceration below the needle puncture site. No serious injury or medical intervention.